Event description:
It was reported that patient was revised on a right hip due to periprosthetic fracture.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown (B)(4). It was noted that no further information will be available due to hospital policy. Not returned.